Event description:
"On (B)(6) 2014, at the (B)(6), it was reported that despite regular cleaning and maintenance of the hcu 30 serial number (B)(4) per the manufacturer's instructions, when samples were analyzed from the water in the tank, atypical mycobacteria (mycobacterium chimaera) were detected. Reference complaint (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Based on this and similar complaints for contaminated/discolored tank water, an investigation was performed which included microbial contamination testing of water samples from various installed devices after the cleaning process had been performed. The investigation determined that the cleaning process is ineffective at preventing the growth of bacteria. Reference complaint (B)(4)."